Event description:
Boston scientific received information that this device inhibited pacing for 2 seconds right before mode switching. Boston scientific technical services (ts) reviewed the print out of the episode and believes this occurred due to device based testing where the lower rate limit was temporarily reprogrammed to a value less than expected and the device stored the event. The field representative confirmed with the clinic that this is what happened. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.